Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient¿s implantable drug infusion device. The drugs delivered were morphine (15 mg/ml at 3 mg/day) and bupivacaine (4 mg/ml at 1 mg/day). It was reported that the pump had stalled and recovered on (B)(6) 2020. It then stalled again on (B)(6) 2020 and did not recover for more than 48 hours (tube set) so it needed to be replaced. There were no environmental/external/patient factors that led to the event. The pump was explanted on (B)(6) 2020 and will be returned by the rep. The issue was resolved at the time of the report. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2020-feb-24. It was reported that it was unknown whether the stall was resolved and the pump remained implanted.

Manufacturer narrative:
H3: the pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was morphine. It was reported that there was a pump motor stall. Pump was alarming, interrogated pump and logs. Motor stall occurred (B)(6) 2020 and has not recovered as of (B)(6) 2020. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included checking logs, ended interrogation session. Checked logs again, waited 15 minutes, repeated process. Logs show pump has still not recovered. Actions taken to resolve the issue included making the managing healthcare professional (hcp) aware. The patient is currently inpatient at the hospital for an unrelated reason. Replacement surgery to occur once patient is able. The issue was not resolved at the time of the report. There were no further complications reported/anticipated.